Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart alarm. The customer's blood glucose levels were not provided at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm reoccurred. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. (B)(4).